Event description:
A report received from (B)(6) indicates that the customer reported device "failed" while on a pt. The o2 sensor was disable and pt continue to be on the ventilator but was put on a different ventilator a day later. There was no reported pt harm.

Manufacturer narrative:
O2 cell replaced, all required tests performed. Measuring cell calibrated. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on 12/23/2013. (B)(4).